Manufacturer narrative:
The downloaded history files of the insulin pump showed multiple alarms due to a corrupted history file. Unable to verify unexpected 1 unit delivery to the corrupted history file. A cracked belt clip slot and cracked reservoir tube lip also noted.

Event description:
Customer reported that her insulin pump is over delivering. Customer stated that the insulin pump is flashing and it delivered 1.0 unit of insulin that she did not programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.